Event description:
Independent repair center customer alleged, unit will not start, and the key failure is the power switch has a short circuit. Associated malfunction for this device: pilot valve leaking, heat exchanger leaking.